Event description:
Patient contacted dexcom to report irritation, rash and fluid.

Manufacturer narrative:
Patient is reporting redness and discomfort on the skin where the adhesive was, she also stated there is some fluid draining from the area. No perm physical marks or affected body functions. During the time of the call, the patient did not have medical intervention. It is noted that the patient self-treated on their own without medical/caregiver intervention. Dexcom tech support advised patient to follow up with her healthcare provider if the symptoms do not subside or get worse, also ordered replacement sensor for this issue patient called back (B)(6) 2013 and stated she is still having a rash where the adhesive was. She said it was shedding liquid and so far she has put antibiotic ointment on. She stated the skin is gone for about a square centimeter and half her stomach area is red and hot as well as really painful. She has not followed up with her healthcare provider yet but she plans to call dr (B)(6) today. Date of medical intervention: (B)(6) 2013. Description of medical intervention: on (B)(6) 2013 patient reported she saw the medical doctor (md) yesterday. The md prescribed an antibiotic ointment which she is using 3 times a day. She said it's less painful but still painful. The red area that looks like a hole is left and it's hard underneath. Patient called in about another matter on (B)(6) 2013. She said that her wound is still healing and is going to ask doctor about it again, since it's been two weeks and hasn't cleared up completely.